Event description:
My vicks (B)(4) thermometer was not reading over 96 degrees. Figuring it was broke as my dr said I had a fever and my head was very warm, I went on (B)(4) to buy a new one. Many of the reviews for this thermometer and many other ones said they don't work. Even the reviews on the vicks website said it didn't work. Could the FDA do something about the quality of consumer thermometers.